Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump screen was damaged. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. During investigation the device was started in application, and no problems found with double beeping. However, the downstream sensor will be replaced as a preventive measure. Service also replaced the pump scratched screen and clock battery. The problem source of the reported problem is unknown.